Manufacturer narrative:
(B)(4). To date, the lens remains implanted. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search revealed that no other complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model zlb00 12.5 diopter intraocular lens (iol) was placed in sulcus due to patient movement. A secondary procedure was required to reposition lens in the left eye (0s). It was also noted that a backup lens of a different model and diopter size was used to complete the procedure successfully suggesting the lens was explanted and exchanged. There was no incision enlargement, sutures or vitrectomy required. There was no patient injury reported.